Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined. The company representative was unable to replicate or confirm anything that would contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a posterior capsule tear was noticed during laser assisted cataract surgery. The laser was programmed for capsulotomy and lens treatment with intrastromal arcs. The procedure was completed without any issue other than an area of the capsulotomy feeling "sticky". The anterior capsule was in tact and there were no signs of tear or compromise. Hydrodissection was completed and during phacoemulsification the doctor noticed a posterior tear. An anterior vitrectomy was completed and the planned intraocular lens was implanted without issue. The doctor feels the posterior capsule tear occurred during hydrodissection or phacoemulsification, but is not sure.